Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off of the delivery system upon removal from the pt. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.